Event description:
Adverse event: "15 minute delay" (no code available). Device problem: infusion problem (failure to prime); screen grayed out (no display or display failure). The site reported that during priming, the display went gray, then returned. The system was replaced and the case was completed with a different system with no patient injuries reported.

Manufacturer narrative:
During the onsite investigation, the territory manager (tm) examined the system and replaced the fluid assembly as a diagnostic step due to infusion valve system messages and intermittent fluid line bubbles during surgery. The system was then tested and met product specifications. The returned fluidics module was installed on a known working calibrated system and powered on. The module was able to be recognized by the system and boot up normally. The console was then primed and tuned without issue. The fluidics module then underwent testing, and there were no non-conformities found during testing. Finally, the fluidics module was tested on the fluidics module testing station. The module was able to pass all testing, however the "(B) (4) regulator setting" was unable to initially pass testing due to low vacuum readings. The rg5 regulator was adjusted into specification and the module passed all relevant testing. Further testing was conducted to test for infusion pressure during an unplanned shutdown. The system back-up battery was disconnected and the system was powered on and primed. The infusion value was set to the default value of 30 mmhg. With infusion on and connected to a dpm, infusion was measured. The system was then unplugged while infusion pressure was measured for about 2 minutes. The infusion pressure while the system was on was measured to be about 30 mmhg. When the system was unplugged, the infusion pressure was measured to be about 39 mmhg. This test was conducted two more times and the results were the same. The infusion value was then set to 60 mmhg and the same test was performed. The infusion pressure while the system was on was measured to be about 64 mmhg. When the system was unplugged, the infusion pressure was measured to be about 41 mmhg. No further testing was conducted. At this time the root cause of the customer reported event is unknown. (B) (4). (B) (4)